Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced elevated glucose for approximately two hours after making a larger-than-usual breakfast meal announcement, despite a recent infusion set change to a 23-inch, 6 mm set and absence of visible leakage at the site or device. Symptoms included hyperglycemia. Outcomes included no hospitalization and conservative management with observation, as the user had approximately 1 unit of insulin on board and was advised to wait 60 to 90 minutes to assess for a glucose decline. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential contributory factors including meal size and insulin-on-board dynamics. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.